Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the flex deflectable videoscope screen was covered with static and nothing was displayed when connected. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be an abnormality in the image sensor unit. The investigation results suggest that external stress may have been applied to the bending section, causing damage to the cable running inside the bending section, as breakage and damage were confirmed in the bending tube and a-rubber (bending section cover) of the insertion section. However, this could not be conclusively determined. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system, inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.